Manufacturer narrative:
Lot history record review: a review of the lot history has been requested from the packaging vendor and from the fiber vendor. Review of returned sample: the complaint sample was returned for evaluation and the following was observed: the fiber was returned in two pieces. The fiber is 47.7cm from the distal tip to the break. The fiber is 205.5cm from the break to the fiber connector. The fiber is jagged, burnt and has a melting appearance at the break. The sheath was returned and is 45cm in length. The distal tip of the sheath is present but he proximal end was not returned. Conclusion: the complaint investigation is currently on going at this time. A follow up report will be submitted once the investigation has been completed. This type of complaint will continue to be monitored for trends. No further action required at this time. "Frequency has increhis event is not greater than usual."

Event description:
Fiber break in patient's leg. The customer stated that they were told the laser would not fire if it detected a break in the fiber. They also believed they hit the fiber with the needle and that is when it broke, even though they were also told this could not happen.